Event description:
After non complicated iabp (intra-aortic balloon pump) insertion, the balloon was viewed under fluoroscopy and found to only partially inflate. The distal part of the balloon did not unwind, and therefore did not inflate. Because of this malfunction, the iabp machine would not function due to a high-pressure warning. The defective balloon was removed, and after further clinical evaluation, provider decided not to replace it. Manufacturer response for system, balloon, intra-aortic and control, arrow (per site reporter) unknown.